Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their stimulator was burning their skin around the implantable neurostimulator (ins) site. The stimulator would get really hot and the area would become red. The patient thought that their battery was leaking. The patient stated that they were going to have their device explanted. The patient was implanted for urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.